Manufacturer narrative:
E1 patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion sets came out from skin. No further information available.